Event description:
Manufacturer investigative unit reported that upon pressing and holding power button, solid vertical lines appear on the left of the aviva combo meter screen. No adverse event reported. Device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.